Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 509 mg/dl. Customer state that the battery cap was stuck and will not come out. Customer was treated with manual injection. The insulin pump will not be returned for analysis.